Event description:
The reporter states that a pt was tested with a blood glucose result of "hi" (greater than 600 mg/dl) obtained on gts advantage sys 1 in comparison to the blood glucose result of 187 mg/dl obtained on gts advantage sys 2. An add'l blood glucose comparison was obtained with the blood glucose results of 186 mg/dl and 94 mg/dl on the gts advantage system 1. The results were obtained within a 10 minute timeframe. No reported action taken. No adverse event reported. New sys sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device gts advantage sys 1. Reference medwatch with pt is for suspect device gts advantage sys 2.